Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began ¿7 days ago¿. The patient manages his diabetes with oral medication (metformin, glucoride). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient claimed, a week after the alleged issue occurred, he developed symptoms of ¿dizziness and a headache¿. At an unspecified date/time, the patient stated he went into his doctor¿s office for a visit. The patient¿s blood glucose was tested and he obtained a reading that was ¿high¿ with the doctor/clinic meter. The patient did not provide the actual reading(s) obtained with the other device, but his health care professional (hcp) treated him with oral medication for diabetes (metformin, glucoride; unknown dosages). At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.